Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by the customer that oncology removed a piccline from a patient due for chemo. His line was leaking on the external bit near the lumen. A new catheter (piccline 4f) was placed. Patient missed chemo treatment delayed till the next week. No patient harm. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking catheter is confirmed; however, the exact cause in unknown. One 4 fr groshong nxt clearvue catheter was returned for evaluation. An initial visual observation revealed use residue on the sample. An attempt to flush the catheter with a 12 ml syringe of water revealed a leak between the 50 and 51cm depth markings. A microscopic observation revealed the split was just proximal to the 50 cm depth marking. Microfractures, wrinkling, and surface roughness were observed on the outer wall of the catheter near the damage. The fracture surface appeared to be mostly smooth and granular. The catheter was dissected, and the interior edges of the split appeared to be sharp but uneven. These findings indicate possible material degradation due to exposure to incompatible chemicals, contact with metallic instruments, and/or excessive tensile forces may have contributed to the observed damage; however, the exact cause could not be determined. This complaint will be recorded for future trending and monitoring purposes.

Event description:
Additional information received: it was reported the piccline was placed in the patient and bloods were taken from it, but it was not used for anything else i.e. Medication, as the next day after placement is when the leaking was noticed before patient's treatment.